Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has experienced low blood glucose of between 39 - 50 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was offered to customer but customer was not able to troubleshoot but would call back. No further information was given.